Event description:
It was reported that the sales rep received a call from or stating that the twist drill fractured during surgery. There were no adverse consequences to the patient nor the surgeon. Per caller (to the sales rep) drill was being held, and device snapped in two.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the drill was not returned. Because the affected drill was not returned for investigation a metallurgical examination of the reported breakage can not be performed and it is not possible to determine the root cause. According to previous investigations the possible root causes could have been: ¿ generally ¿ overload condition; ¿ reused drill in multiple surgeries; ¿ wrong speed for drilling; ¿ no axial guidance. Based on statistical evaluation there are no indications for any systematic, material or manufacturing related issue. Device was not able to be returned for investigation.

Event description:
It was reported that the sales rep received a call from or stating that the twist drill fractured during surgery. There were no adverse consequences to the patient nor the surgeon. Per caller (to the sales rep) drill was being held, and device snapped in two.